Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-01211, 2134265-2017-01212, 2134265-2017-01214, 2134265-2017-01215, 2134265-2017-01216. It was reported that the patient experienced increased pain. On (B)(6), 2015 the patient presented with frequent palpitations, dyspnea, fatigue, generalized weakness, lower extremity edema and leg pain, significant chronic venous insufficiency (cvi) symptoms, throbbing and heaviness of the legs. An intravascular ultrasound (ivus) with possible stenting procedure was scheduled. On (B)(6) the patient returned for the procedure. Right and left superficial venous access was obtained. Angiography of the common femoral vein (cfv), external iliac vein (eiv), common iliac vein (civ) and inferior vena cava (ivc) was performed. Compression of the right and left civ, eiv and cfv was demonstrated with ivus and all were greater than 50% compression on ivus or angiography. The right civ compression involved the iliac confluence and the physician "felt it was important to protect the ostium of the left civ," therefore stenting of the left civ based on 70% compression on angiography, 45% compression on ivus and evidence of delayed flow at that location. It was decided to move forward with stenting of the right and left civ, eiv and cfv. Two wallstent® endoprostheses (18x90 and 20x80) were deployed simultaneously across the right and left civ lesions extending into the ivc. The stents were postdilated with an xxl balloon, inflated twice. An 18x90 wallstent® was deployed in the left eiv lesion. An 18x90 wallstent® was deployed across the right eiv lesion. The stents were postdilated with an xxl balloon. An 18x60 wallstent® was implanted in the left cfv lesion. An 18x60 wallstent® was implanted in the right cfv lesion. The stents were postdilated with an xxl balloon. Ivus was performed on the ivc, right and left civ and cfv which demonstrated good wall apposition and placement. The patient was transferred to the recovery in stable condition. The procedure was considered successful stenting of venous compression of the ivc, bilateral civ, bilateral eiv and bilateral cfv. On (B)(6) 2015 the patient returned for a follow up appointment and reported diarrhea, nausea and vomiting since stent implant procedure. The patient reported improvement of cvi symptoms, almost complete resolution of lower extremity edema and complete resolution of throbbing and heaviness of the legs. Patient's venous clinical severity score (vcss) score pre-procedure was 10, one week post-procedure it was a 3. On (B)(6)2015 the patient presented for a follow up appointment and reported improved fatigue since a recent pacemaker implantation, lower extremity edema and aching in legs resolved, complete resolution of swelling and complete resolution of leg pain/heaviness. (B)(6) 2015 the patient presented for a follow up appointment and reported dyspnea and improving fatigue. Lower extremity edema and aching is resolved and complete resolution of pain and leg cramps. The legal complaint states that since the procedure the patient's leg pain has "dramatically" increased. There were no further patient complications reported.